Event description:
The customer reported that the heartstart mrx was displaying a flat line when attached to an active pt. There is no indication of negative pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.